Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed spi to motor pic communication error and off no power without a low battery warning. Customer's blood glucose reading was 101 mg/dl. No significant events leading to the alarms were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not expected to return.

Manufacturer narrative:
Unit was monitored and received with constant a39 alarm during testing, problem isolated to the m/b. Unable to verify low battery alarm and off no power alarm due to constant alarm. Unable to perform displacement test, operating currents, selftest, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to alarm. Unit received with minor scratched display window and cracked reservoir tube lip.